Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device overheated and wouldn't start without manually turning the burr. Therefore, the reported condition was confirmed. It was further reported that the motor was giving an e2 error and operating intermittently. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during mastoidectomy surgical procedure, it was observed that the motor device overheated and wouldn't start without manually turning the burr device. According to the report, the surgeon turned the burr device manually to start its rotation, then continued activation with the foot pedal. It was further reported that the yellow collar was switched out when overheated. There was a ten minute delay in the surgical procedure. A spare device was not available for use. There was patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.